Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported in an e-mail on (B)(6) 2019 that upon removal the inner portion of the tampon separated from the outer leaving the outer cover inside. She was able to remove the remaining piece.